Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record could not be reviewed because the device was considered to be manufactured before 2005. The exact cause of the reported event could not be conclusively determined. The device was considered to be manufactured before 2005. Therefore, omsc presumed that the phenomenon occurred since the temperature fuse failed due to wear.

Manufacturer narrative:
Sorc checked the subject device and found the phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc) on (B)(6) 2021, it was found that the lamp lighting failed due to defective thermal fuse. There was no report of patient injury associated with the event.